Manufacturer narrative:
The lead exhibited normal electrical characteristics.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture was observed. The lead was explanted.

Event description:
It was reported that high pacing impedance was observed in the rv channel. The patient was sent for a chest x-ray and will continue to be monitored.